Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The customer was advised to press twice on the aspiration rate limit box and the system worked fine. The company service representative examined the system and was unable to duplicate the reported issue. The software was updated to address the issue. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaint for the last 24 months did not indicate any additional similar reports for this system. A root cause cannot determined conclusively. (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, the test screen did not "come up" and there was no fluid. The case was completed using the same system following a one hour delay due to troubleshooting. There was no harm to the patient.